Manufacturer narrative:
Device was received and evaluated. Customer complaint of tip broke off and was verified. Visual examination of the broken part found an indentation at point of breakage. This may be related to the device coming in contact with an object harder than the nose guard material. A review of complaint history shows no other complaints for this failure mode. An inservice on the care and handling will be offered to the facility by the service representative.

Event description:
During a total knee replacement the tip of the device broke of and was easily retrieved without injury to the patient.